Manufacturer narrative:
The device is pending receipt by manufacturer. The investigation is not yet completed. Investigation results are pending. The event is filed under internal complaint ID (B)(4).

Event description:
It was reported the device turned off during an intubation and then while fiddling with the cables it turned back on. The procedure was completed with the same device and with no significant delay, about a minute or less. No patient harm reported. No negative impact in state of health reported.

Manufacturer narrative:
Under user facility's discretion, the device will not be returned to the manufacturer. The investigation is not yet completed; investigation results are pending. The event is filed under internal complaint ID (B)(4).